Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The endotracheal tube was heavily coated on the interior with biologic matter. This matter was not removed during decontamination. The endotracheal tube was compressed at the point of the blue inflation line attachment. The outer surface of the tube was rough in texture. When viewed under magnification, it had the appearance of possible teeth marks on the tubing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that a patient was admitted and intubated. The tube worked during first 24-hours of use; however, the next day the respiratory therapist could not thread the closed suction catheter down the endotracheal tube. Additional information was received on (B)(6) 2015 that states, the patient was not re-intubated and was discharged from the hospital. Additional information received on (B)(6) 2015 that states, based on the kink, it appears the bite block was adjacent to the kink. The patient was not re-intubated nor was suctioning required. After the endotracheal tube was removed the patient was breathing on their own. Additional information received on (B)(6) 2015 that states, the patient was very combative and pulling on endotracheal tube. Following the inability to pass the closed suction catheter it was removed as well as the bite block and endotracheal tube. After the removal of the endotracheal tube the patient was breathing normally and discharged without any adverse effects. The patient was discharged.